Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced pocket erosion post implant. Six weeks after implant the pt had trouble with skin breakdown at the pocket site right over the implantable neurostimulator (ins). The incision went across the ins and had not completely closed; the pt could touch the ins. A possible infection was noted. It was also reported that the device would overheat and the recharger would turn off every 15 mins during a recharge session. The physician replaced the ins and moved to the front since the ins had been contaminated. The pt recovered w/o sequela.